Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had sensor failure 5 days after it was inserted in the abdomen. The patient is an attorney and while being in the courtroom, the sensor failed. The patient could not replace the sensor as the meeting had already started. After the courtroom session finished, the patient went home and attempted to replace the sensor. When the patient was about to replace the sensor, the patient felt had blurred vision, and was sweating. The patient contacted the emergencies, approximately around 4 or 5pm, and was brought to the hospital by the ambulance. When a fingerstick was taken the blood glucose reading was 600 mg/dl. The patient was treated with intravenous fluids. The patient was discharged 4 days after and was stable at that moment. There was no documentation of further medical intervention. At the time of the report the patient was fine. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up on (B)(6) 2024. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.